Manufacturer narrative:
(B)(4). The complaint device was received and evaluated. Visual observation confirms that the anchor is broken. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Also under magnification it was observed that the distal tip of the inserter was broken off. These types of breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. This complaint can be confirmed. We believe this issue to be an anomaly and an isolated incident for this lot. We cannot discern a root cause for this issue or determine at what point in time this failure occurred. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one other dis-similar complaint for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone call that the customer's versalock peek with orthocord failed during a rotator cuff procedure. The device broke upon insertion. The inside of anchor cracked where anchor begins then broke inside patient. All debris was removed, no x-ray. No new bone hole was needed and patient had hard bone quality. The case was completed with another like device. There were no adverse patient consequences. There was a 5 to 10 minute time delay. The device will be returned for evaluation.